Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-oct-2014, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of fentanyl at 723.1 mcg/day, 13.3 mg/ml of bupivacaine at 4.808 mg/day, and 8.3 mg/ml of morphine at 3.0007 mg/day via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that during a dye study performed due to pump eri, the dye study was "sluggish". The catheter was reportedly otherwise normal, however the hcp wanted to put a new catheter in. At the explant, the distal tip of the catheter had some residue build-up in the dispensing holes. No environmental/external/patient factors that might have led or contributed to the event were reported. The catheter was explanted along with the pump on (B)(6) 2019 and a new catheter was put in. The old catheter was to be returned. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the intrathecal catheter ((B)(4)) found a user related hole. If information is provided in the future, a supplemental report will be issued.